Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the universal battery charger (ubc), serial number (B)(4), not turning on was confirmed via evaluation of the returned ubc. The ubc was returned to and tested at the european distribution center (edc); the ubc was connected to ac power but would not turn on, reproducing the reported event. Further evaluation led to the ubc being opened, revealing a burnt capacitor. The main printed circuit board (pcb) was replaced resolving the reported event, a full functional checkout was performed, and the unit passed all tests. The replaced main pcb was forwarded to product performance engineering (ppe) for further evaluation. Ppe evaluation of the returned main pcb revealed damaged capacitors that were affecting the voltage output of the voltage regulator. Visual inspection of the returned ubc main pcb revealed that there is a burn mark around capacitors c12 and c13. No other anomalies were found. No further troubleshooting was performed as there were multiple shorts on the main pcb which appeared to be due to the burnt capacitors (components c12 and c13). The reported event was determined to be caused by damaged components on the main pcb of the ubc; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate universal battery charger (serial#: (B)(4) ) was manufactured in accordance with manufacturing and qa specifications. (B)(4) was shipped to the customer on 15dec2018. Heartmate ubc instructions for use (IFU) provides an overview of how to use and care for the ubc.section 1, entitled ¿introduction¿, shows the user how to properly plug in and turn on the charger. If the equipment is not working properly, the user should contact their doctor immediately. Heartmate iii patient handbook, under section 3, entitled ¿powering the system¿, also explains how to properly turn on and use the ubc. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) both caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the universal battery charger stopped working. There was no alarm for the event.